Event description:
Arthritis [arthritis]. Slight swelling in left knee [joint swelling]. Joint effusion [joint effusion]. Uncomfortable feeling (unspecified) in left knee [musculoskeletal discomfort]. Case description: spontaneous report was received on (B)(4) 2012, from a physician regarding a (B)(6) male pt, initials (B)(6),with gonarthrosis. The pt's medical history was not provided, the pt concomitantly had pain. The pt had been under treatment with artz (hyaluronate sodium) at another institute. On (B)(6) 2012, the pt initiated treatment with first synvisc (hylan g-f 20) injection of first course into left knee, once a week. The lot number of synvisc was not provided. The pt received second and third synvisc injections into the left knee on (B)(6) 2012, and (B)(6) 2012, respectively. On (B)(6) 2012, the pt developed "uncomfortable feeling (unspecified) in left knee," slight swelling in left knee and arthritis. The pt had icing on left knee. On an unspecified date, in (B)(6) 2012, the pt had joint effusion. On (B)(6) 2012, he visited the clinic and had arthrocentesis with 20 ml of yellow fluid (slightly opacified) aspirated. The same day, the pt was administered dexamethasone sodium phosphate at a dose of 1.65 mg and an unspecified drug, into the left knee. Famotidine at a dose of 10 mg, twice a day and prednisolone at a dose of 6 mg daily were prescribed for three days. No action was taken with synvisc treatment. The outcome for all the events was not provided. Relevant concomitant medication included diclofenac sodium. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the synvisc and the events of arthritis as probable. The reporter did not provide the relationship between synvisc and the events of slight swelling in left knee, joint effusion and "uncomfortable feeling (unspecified) in left knee.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.